Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas pump, despite entering the g7 pairing code in both the pump and the g7 app and confirming no receiver was in use. No adverse clinical symptoms were reported. Outcomes included the need for troubleshooting and user education with no health impact. User support included review of pairing steps and guidance to verify correct code entry and device configuration. Investigation of this case revealed a pairing failure with no responsible component identified and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was transient communication error with insufficient evidence of a device defect.